Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks due to oversensing of noise which was found to be in the area of the sensing electrode. A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended programming assessment and an x-ray. No adverse patient effects were reported.